Event description:
Caller reported experiencing a cartridge alarm 30 during the pump load process. There was no adverse impact to the customer's blood glucose level. As a resolution, technical support decided to replace the pump, which was still under warranty. The customer was advised on the necessary steps to transfer settings and connect their cgm to the new pump. Instructions were provided for returning the problematic pump, including placing it in storage mode, and a replacement pump with updated software was sent to the caller.